Event description:
I found a defective nexiva while I was placing a 22-gauge nexiva for one of my patients. Her blood started leaking out at the base of the catheter tip where it meets the blue plastic wing. Prior to using the catheter, I did not slide the needle all the way out, so there is no chance the needle could have punctured it. I had to remove this defective nexiva, and used another 22-gauge nexiva, which worked fine.